Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc (left) and mentor smooth round moderate plus profile 350cc (right) and experienced bilateral capsular contracture, baker grade 2 and a deflation on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 350cc, catalog# 3502350, serial# (B)(4) (left),(B)(4) (right) on (B)(6) 2019. This report is for the right side device.